Event description:
Reporter indicated that the site's dell handheld computer screen had become frozen during interrogation. The issue resolved after the software flashcard was removed and reinserted, and interrogation was then completed successfully.